Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm and the mpu stopped working can be confirmed. The evaluation of the returned mobile power unit with serial number (B)(4) revealed an open fuse on the power supply pcb. As a result the unit was not able to supply power. A specific root cause for the open fuse was not able to be determined. The damaged power supply board was replaced and the issue was resolved. A full functional test was performed and the mpu passed all tests. The customer requested a replacement unit and the (B)(4) will be a rental. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient's mobile power unit (mpu) had been working fine until approximately midnight (B)(6) 2019. At this point the patient had a no external power alarm. He switched to batteries and then the alarm resolved. There were no visual alarms on the mpu that they noted at the time and no green light on the mpu. The patient checked to ensure the cable was locked into place on the mpu, it was secured in the outlet. The patient attempted other power outlets and it still did not have a green light. Seen today in clinic and no green light or self test when plugged in. Attempted again with anther outlet and another ac cord, still remained off/not working. Patient given temporary mpu until new mpu received for abbott. No pump stops were recorded. No further information provided.